Manufacturer narrative:
(B)(4). Breakaway washer cut off center. The analysis results found that the device arrived in good visual conditions; the breakaway washer was present and with an off-center cut. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer and damage the knife by pressing it hard enough against the anvil. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted to ensure that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instructions for use for additional information. The device was reloaded with staples, a new washer was placed and the device was tested for functionality, it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. However, the washer cut was not a perfect circle due to the damaged knife. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that the device was used for a hemorrhoidectomy procedure. The purse string sutures were put in place and the device was inserted. Adequate time was allowed for tissue compression. The device was fired but not all staples engaged. Additional information has been requested about this event. Sutures were used to close the unstapled areas. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. Received the following information on (B)(6)2010: - no buttressing material was used. - no fired across or near existing clips/staples.

Event description:
On (B)(6) 2010 covidien was informed of a customer who had an issue with a heparin prefilled syringe. As reported to covidien by another manufacturer, the attorney alleges that on (B)(6) 2008, the patient received covidien heparin therapy. On (B)(6) 2008, the patient was seen by his doctor for two day history of rlq abdominal pain, nausea, vomiting, diarrhea and fever. The attorney further alleges that the patient was taken to the ER where he was admitted and taken to the operating room the same evening for an acute perforated appendicitis. After surgery the patient continued to complain of abdominal pain, nausea, and vomiting for which he returned to surgery resulting in lysis of adhesion, drainage of intra-abdominal abscess and central venous catheter placement to begin tpn. The centra line required heparin flushes. The patient continued to have episodes of abdominal pain and emesis. Cultures were positive for bacteroides and e coli. Antibiotics and anti-emetics were administered. The patient was transferred to another hospital and ultimately rehab before going home with a PICC line for tpn and antibiotics. The IV line required heparin flushes supplied by covidien.